Event description:
This report is being filed upon notification for our x-ray manufacturer in best, netherlands of an event that occurred in another country. This is an x-ray system. When the user initiated a scanning command, the table performed a spontaneous tilting movement. This spontaneous table tilting movement stopped immediately after releasing the scanning command. No patient was injured. Due to the nature of the root cause, besides table tilt movements, other spontaneous movements, like table longitudinal, transversal and height as well as sid movements may occur.

Manufacturer narrative:
Conclusions (other) - investigation found two causes of this problem. One is due to a single patient overload of stored database images and second cause is a software issue. These two issues are resolved in mandatory field change order.